Event description:
The reporter states doing back to back blood glucose tests, within 10 minutes, using separate finger sticks. Reporter results were 36, 103 and 136mg/dl. Reporter did not have any symptoms. A control test of 154mg/dl was in range. No harm was alleged.